Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 2017865-2021-26729. It was reported that the patient presented remotely via (B)(6). Upon review of the transmission, the right atrial (ra) and right ventricular (rv) leads exhibited noise with noise reversion. An x-ray was performed and the ra and rv leads were found to be dislodged due to twiddler's syndrome. On (B)(6) 2021, the ra and rv leads were capped and replaced. The patient experienced was in stable condition.